Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The ge healthcare service representative instructed clinical engineering to tighten screws on the back of the displays.

Event description:
The hospital reported that the display came off its mount and fell. There was no report of patient involvement.